Event description:
It was reported that this patient had an untreated episode and received an inappropriate shock. A can on lead fracture was suspected due to noise and oversensing. The patient came in for an in person check. Pocket manipulation, lead palpating, and posture changes made unable to replicate the noise with any activity. The vector was reprogrammed from alternate to primary. The patient presented one month later with another untreated episode. A boston scientific technical services consultant discussed option of trying to reproduce noise, getting chest x-rays and reviewing films. Additionally, the consultant discussed with the programming of the primary sense vector, sense a was removed from the sensing/equation. The same noise behavior was still present so now the issue is related to sense b and they may need to take sense b out of sensing vector. Therefore, secondary programming should be considered. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had an untreated episode and received an inappropriate shock. A can on lead fracture was suspected due to noise and oversensing. The patient came in for an in person check. Pocket manipulation, lead palpating, and posture changes made unable to replicate the noise with any activity. The vector was reprogrammed from alternate to primary. The patient presented one month later with another untreated episode. A boston scientific technical services consultant discussed option of trying to reproduce noise, getting chest x-rays and reviewing films. Additionally, the consultant discussed with the programming of the primary sense vector, sense a was removed from the sensing/equation. The same noise behavior was still present so now the issue is related to sense b and they may need to take sense b out of sensing vector. Therefore, secondary programming should be considered. No adverse patient effects were reported. It was reported that surgical intervention was undertaken. The device and electrode were explanted as a result of the oversensing of noise. No new system was implanted. The physician plans to evaluate the need for implant of a new system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This report is being filed to correct field h6:patient codes and to provide additional information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.